Event description:
It was reported that the implant pocket was infected, so the pocket was opened and the device was removed. The patient was described as alive with no injury, but symptoms included drainage and incisional wound opening at the pocket. Follow-up is being conducted to determine patient outcome.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0r5pg, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).